Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin cartridge for the ilet leaked during setup, with no drops observed at the end of the tubing after dispensing insulin to fill, which led to hyperglycemia around 400 mg/dl; the user corrected with a subcutaneous insulin injection and later confirmed the leaking cartridge, identified as the reservoir component. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal consistent with a leak/splash device problem involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.